Manufacturer narrative:
It is unknown if the laser system used was a greenlight pv or a greenlight hps. Ams has made attempts to contact the dr for more info. At this time, there has been no response. It is unknown if the pt had any pre-existing conditions. Renal failure is very rare to the photoselective vaporization of the prostate (pvp) procedure. It is generally caused by excess fluid absorption, which then disrupts the kidney function and results in sodium levels in the body being upset. Managing the fluid imbalance and restarting normal kidney function (perhaps with interim dialysis) would be normal treatment. Solutions other than saline irrigant would cause fluid to be absorbed more rapidly. There was no report of any laser malfunction. "Renal insufficiency" is listed under precautions in the greenlight pv operator manual. (Section 2.4). A follow-up report will be submitted if any additional info is obtained.

Event description:
The doctor reported a complication during the greenlight pvp (photoselective vaporization of the prostate) procedure for bph. The pt had fluid absorption that ended with an acute renal failure.